Manufacturer narrative:
A ge rep evaluated the system and reset the cmos memory settings. System operates as intended.

Event description:
The customer reported the system will not boot up. No patient injury was reported.